Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported after the initial pneumoperitoneum was established, the trocar was placed penetrating the aortic/common iliac bifurcation. The puncture was a through and through puncture requiring the assistance of a vascular surgeon. The pt was then transferred. Administration is holding trocar.